Manufacturer narrative:
The manufacturer previously reported this event to the FDA on 02/24/2021 under an incorrect manufacturer report number, 3004961343-2021-00002. The correct manufacturer report number is 3004961434-2021-00002.

Event description:
The manufacturer received information alleging vest therapy with an incourage device caused a heart condition. The patient is currently wearing a heart monitor and continues to receive vest therapy. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an encourage device allegedly caused a heart condition. The patient is currently wearing a heart monitor and continues to receive vest therapy. The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. The device was tested and passed all final testing.